Manufacturer narrative:
Urinary retention occurred - mesh exposure occurred - conclusion: as per the instructions for use which accompany each device, "the tape should be located without tension under mid-urethra. Over correction, i.e. Too much tension applied to the tape, may cause temporary or permanent lower urinary tract obstruction."

Event description:
It was reported that a patient underwent a sling procedure on an unknown date. Post-operatively, the patient developed voiding difficulties and urinary retention. At two weeks post operatively, the patient underwent a urethral dilation. The patient then continued with voiding difficulties and developed perineal and urethral pain syndrome. A urine culture was performed and was normal. Physical exam showed urethral pain. An introital ultrasound indicated that the tape was intraluminal. Urethrocystoscopic findings indicated that the patient had a medial urethral erosion of the tape and that the tape was now intraluminal. This was found eight months post-operative. As a result, the patient underwent an endoscopic, transurethral, video-assisted resection of the intraluminal part of the sling. Two year follow-up showed that the patient was continent and free of symptoms. In this study the doctors identified a few presumptive causal factors for urethral erosion, which could play a synergystic role in the event. For this patient the doctor has indicated that the probable causes of this event were perioperative urethral injury, excessive tensioning, and post-operative urethral dilation.